Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels reached 358 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include dizziness, nausea, low blood pressure and vomiting. The patient reports they had fallen down. The patient reports once at the emergency room the nurse had assisted the patient with troubleshooting of their sensor. The patient was treated with selenium for low blood pressure. The patient has been in the hospital for 3 days and remains in the hospital at the time of this call.